Event description:
Pt was being fed using a pump, an unknown amount of an enteral feeding solution was hung, and the pump was set to deliver at an unknown rate. Rptr stated the pump delivered 255 ml more than was programmed over 5.5 hrs. There was no illness, injury or medical intervention resulting from the event. Following the event, pt experienced respiratory distress and vomitting. Pt was suctioned 2x of a large amount of liquid. Rptr stated "alarm on pump sounded frequently during shift requiring the nurse to reset the pump". One pt involved.